Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter aortic valve evfxplus-29, during the first deployment attempt, an infold of the valve frame was observed. The valve was subsequently recaptured and withdrawn, and a new valve was implanted successfully. No patient complications have been reported as a result of this event. Additional information was received to report the patient's severely calcified anatomy contributed to the infold noted in the valve frame. A procedural delay occurred as a result of loading the second system for implant.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012779394); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: 0012773240); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter aortic valve evfxplus-29, during the first deployment attempt, an infold of the valve frame was observed. The valve was subsequently recaptured and withdrawn, and a new valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: one static image and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used and an infold occurred during the first valve implant attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was replaced with a new one and implanted successfully. Images of the implanted valve were not made available. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.